Event description:
The customer reported that due to the poor ECG signal that treatment to the patient was delayed.

Manufacturer narrative:
(B)(4): the customer reported that due to the poor ECG signal that treatment to the patient was delayed. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.